Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl resulting in lower limb neuropathy. The customer went to the emergency room (ER) and was treated with an intravenous treatment with 5% glucosate. Cause of blood glucose was unknown but was not due to a malfunction of the pump and its related supplies. The customer was released from the emergency room the following day with the issue resolved and no permanent damage.